Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. The complaints were not verified. In the lab, there was no issue coupling the ipg with a charger, and the ipg was charged from 3.87 to 4.00 volts in one cycle. The battery depletion rate and sleep current were within the expected range. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes.

Event description:
A report was received that the patient was unable to charge up to three bars. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge up to three bars. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.